Event description:
It was reported that during pre-surgery, it was observed the motor device was not working while in use with the hand control device. There were no delays to the planned surgical procedure as a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initial reporter: contact number not provided. The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that motor does not run with the hand control device. It was determined that this meant the thermistor was no longer working. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to damage caused by immersion during cleaning which is failure to follow directions for use. This was further defined as misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.